Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, are you willing to provide your operative report? Name of procedure? Date of procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to obtain more clinical information to be used for a product quality complaint investigation? No product is available for return.

Event description:
It was reported a patient underwent a robotic hysterectomy on an unknown date in 2022 and topical skin adhesive was used. Adhesive was used on all incisions. 10 days post-op a rash appeared at all incision sites. This same rash appeared at all of the port site incisions. Patient was seen in the clinic for this rash believed to be a reaction to adhesive. Patient was prescribed an oral steroid and a topical steroid cream. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Operative report? No operative report available. ¿ name of procedure? Robotic hysterectomy. ¿ date of procedure? (B)(6) 2023. ¿ does ethicon have your permission to contact your surgeon, in the event ethicon would like to obtain more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: ¿ your surgeon¿s name (B)(6), email, phone number, address. ¿ signature. ¿ please scan the signed form. If authorization is granted, we may request the following information from the surgeon : ¿ date of procedure? ¿ what date /day post op was the reaction noted? (B)(6) 2022. ¿ please describe how was the adhesive was applied. After skin closure. ¿ what prep was used prior to, during or after adhesive use? Chg. ¿ was a dressing placed over the incision? If so, what type of cover dressing used? No. ¿ is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. ¿ is the patient hypersensitive to pressure sensitive adhesives? No. ¿ was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Yes. ¿ patient demographics: initials lb / ID, gender female, age 56 or date of birth (B)(6) 1965 ; bmi 21. ¿ patient pre-existing medical conditions (ie. Allergies, history of reactions) no. ¿ has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. ¿ current patient status resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).